Manufacturer narrative:
Metal shavings were noted on the upper bearing on the rotor.

Event description:
The core micro drill was sent in for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure today; no adverse event was associated with the device.